Manufacturer narrative:
The technician can hear the pump running. The technician cleaned and reseated the valve to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.